Event description:
It was reported that a cardiac tamponade occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was successfully implanted without incident; however, approximately 5 hours post-procedure, the patient developed a pericardial effusion and cardiac tamponade. A pericardiocentesis was successfully performed to drain 200 ml. Patient remained stable for two nights in the hospital. The device remains in service. No other complications were reported. The tamponade was suspected to be caused by the deployment of the closure device. No perforation was seen. Patient is doing well and has was discharged home 2 days after the procedure.